Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effect of tissue damage (unspecified tissue injury) as listed in the instructions for use is a known possible complication associated with mitraclip procedures. Based on the available information, the reported difficult to remove (anatomy) was a result of challenging anatomy and procedural conditions. The reported tissue injury was a consequence of the reported difficult to remove. There is no indication of a product issue with respect to manufacture, design or labeling. The implanted clip (10427r184) referenced is filed under a separate medwatch report number.

Event description:
This is filed for clip caught in the chordae, resulting in chordal rupture (10427r185). It was reported that this was a mitraclip procedure, performed to treat severe functional mitral regurgitation (mr), with an atrial mr component and a grade of 4++. Patient anatomy included a large coaptation gap, large amount of chords and calcification around the annulus. The first clip (cds 10427r184) was implanted without issue. The second clip (cds 10427r185) was advanced to the valve; however, the clip became caught in the chords. An attempt was made to remove the clip, but this was unsuccessful. The physician then pulled on the delivery system, in an attempt to remove the clip. The clip was freed, but a chordal rupture occurred. There was possible damage to leaflets, but this was not confirmed. When the second cds was pulled, a single leaflet device attachment (slda) occurred, with the first clip detaching from the posterior leaflet. The mr returned to grade 4++. The second cds and un-implanted clip were removed. There was discussion of implanting a 3rd clip, but the patient was sent to surgical mitral valve replacement. The implanted clip was explanted. Post procedure, the patient is doing well. No additional information was provided.